Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of intermittent pain on the outside corner of the device toward the shoulder and "muscular pain" in the shoulder. Further noted per the clinic staff, that the patient was getting inappropriate shocks for atrial fibrillation. No programming changes documented, and the ICD remains in use. No further patient complications were reported as a result of this event.